Manufacturer narrative:
The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
It was reported that "piece of metal broke off". The tip of the electrode was left inside the patient. The item was not recovered at time of incident. The item was identified following CT scan and later retrieved.

Manufacturer narrative:
As the device in question was not returned by the customer, an investigation on the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on 2024-06-27. The evaluation based on the provided information revealed the following: it was reported that "piece of metal broke off. A review of similar complaint on this type of device indicates that most likely the working electrode got exposed to excessive force during application. Furthermore, the device history records have been checked for the available lot number and found to be according to the specification, valid at the time of production. One further complaint was registered with the same lot and article number. Nevertheless there is no indication for a manufacturing or design related error. Based on the provided information and without a device for investigation, a product problem is excluded. Most probable root cause is an operator error by applying excessive force during application. The event is filed under internal karl storz complaint ID: (B)(4).